Event description:
Covidien received information stating the ventilator experienced an error code indicating a reset of the graphic user interface (gui). The customer was not able to confirm if the malfunction occcurred during patient use.

Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot the issue with the user via phone. The user was advised to replace the gui central processing unit (cpu). No additional information has been obtained by the manufacturer.